Event description:
The "affirm" laser was used on my entire face resulting in "fractionialized" first, second, and third degree burns causing extreme dehydration, destroyed sebaceous and sweat glands, areas of skin "fused" together and melted, hypertrophic/raised/superficial scarring on the treated areas, singed skin on the entire treated area, skin thinning resulting in multiple stretch marks--including full-length from ear to mouth, tissue loss causing sagging skin around the eyes/cheeks/jaw/neck, nerve damage on the right side inducing pain in the jaw/muscle/migranes, and fullness differentiation from varying "settings" across each side and area. One month after treatment, the dehydration was so great that eating or drinking water was impossible without tearing the skin. After seeking various medical opinions, I was directed to use a natural wax cream or vaseline, yet so much of the upper skin came off it was near impossible to use anything without causing a burning sensation. At three months, the skin has barely begun to return and "unravels" with the slightest movement. The singed skin appears shrunken and twisted, clearly burned and hydration cream must be used twice-per-hour as the natural glands are again, no longer present.